Event description:
It was reported that this inflatable penile prosthesis (ipp) was damaged during intercourse. The physician attempted to pump the device and the pump would not inflate the device. Upon explant, a hole with fluid leak in the cylinder was noted. The cylinders and pump were replaced. No patient complications were reported.